Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) as the implantable pulse generator (ipg) migrated down the patient's chest, pulled and dislodged the right atrial (ra) lead, causing ventricular tachycardia (vt) as the ra lead was touching the valve or in the right ventricle causing ectopy. The right ventricular (rv) lead was also pulled and dislodged due to the migration of the ipg. The migration of the ipg was confirmed by chest x-ray. The ra and rv leads were explanted and replaced. The ipg remains in use. No further patient complications have been reported as a result of this event.